Manufacturer narrative:
The issue occurred due to the internal standard running out in the middle of a patient run with an alarm. The issue was resolved after re-calibrating with a new internal standard bottle. The device did not malfunction. Instructions for changing the ise reagents is covered in product labeling.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained that, in the middle of a patient run, the ise internal standard ran out resulting in erroneous results for 1 patient tested for ise indirect na and k for gen.2 on a cobas 4000 c (311) stand alone system. An alarm was given notifying the user that the internal standard was getting low but the customer did not change it. The initial na result was 152 mmol/l and the initial k result was 4.98 mmol/l. These results were reported outside of the laboratory. The customer replaced the internal standard and ran calibration. Afterwards, the sample was repeated with an na result of 143 mmol/l and a k result of 3.86 mmol/l. The repeat results were believed to be correct. This was the only patient affected and the issue was resolved after replacing and re-calibrating the internal standard bottle. No adverse event occurred. No electrode lot numbers or expiration dates were provided.